Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged and reservoir was not able to lock in place when inserted into pump. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Device had broken battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.